Event description:
Our affiliate reports that during an arthroscopic shoulder repair the bioabsorbable fixation device broke in half. They removed half, and they believe that the other half of the anchor is floating freely in the patient's joint space. It is not known at this time how the procedure was finished or if the patient was affected.

Manufacturer narrative:
Mitek is in the information gathering mode, and is awaiting receipt of the complaint device. When all is received and evaluated, our conclusions will be the subject of a follow-up report.